Manufacturer narrative:
(B)(4). Concomitant devices - ptn-j peritrochanteric nail short catalog #: 29822 lot #: 959120, ptn2 peritrochanteric nail end cap catalog #: 14-457001 lot #: 027150, phoenix nail system ti-double lead cortical screw catalog #: 14-405036 lot #: 425320. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted and the surgeon does not have plans to revise the patient at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient experienced migration of the barrel portion of the lag screw one month following a trochanteric nail fixation procedure. The surgeon does not plan to treat the patient at this time. No additional patient consequences have been reported. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed by review of x-rays provided. More x-ray views are needed in order to draw conclusions. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.